Event description:
The customer reported that the system failed to allow fluoroscopic exposures after 10 minutes of use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The device was tested by replicating the same conditions. The reported issue could not be duplicated. Aside from device testing, no additional service info was provided at this time. No conclusion can be drawn.